Manufacturer narrative:
The MFR's svc rep performed an on-site investigation, and could not duplicate the reported problem. The hard drive was reformatted and the sys software was reloaded. The sys was tested and is operating as intended.

Event description:
The customer reported that the 6800 sys displayed an error message. No pt injury was reported.